Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the insulin pump alarmed for a battery out limit. The blood glucose reading was 439 mg/dl. The blood glucose ran high due to the insulin pump not being on. The caller was sent a new battery cap and was advised that the customer should revert to a back up plan per a health care professional's instruction until the new cap arrived. The insulin pump was not replaced or returned for analysis.